Event description:
It was reported that a user of the ilet system contacted support for hyperglycemia with a blood glucose measurement of 383 mg/dl, and troubleshooting and education were provided with cause unclear. Symptoms included high blood glucose. Outcomes included no reported long-term impairment, no hospitalization, and no medical intervention beyond routine troubleshooting. Investigation included a telephone assessment of device use and user technique with education on hyperglycemia management. Investigation of this case revealed no confirmed device malfunction or component failure and no evidence of device damage based on the information available. It was concluded, based on previously established findings for similar reports, that the cause was indeterminable. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.